Manufacturer narrative:
The insulin pump received with a stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm confirmed in the history file. The device passed rewind, basic occlusion, prime test, and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had a scratched lcd window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and a bleeding lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.